Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited corrosion on light guide lens, dirty on scope cover case unit and foreign objects on connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established. (Dirty on scope cover case unit and foreign objects on connecting tube) the most probable cause of the complaint is cause traced to component failure. (Corrosion on light guide lens) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.